Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his verio 2 meter read both inaccurately high and low in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017, at 7.54 am. The patient reported obtaining alleged inaccurate high blood glucose results of ¿276 and 211 mg/dl¿ with the subject meter, and "43 and 21 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management routine as a result of the alleged issue. About 4 minutes after the alleged inaccuracy the patient reported developing symptoms of ¿sweating, blurry vision and dizziness¿. He denied requiring any treatment for the alleged symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The csr walked the reporter through a retest and the control solution test was in range. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.